Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 32 x 4.50 rebel stent, it was noted that the stent struts did not look right and were not secure on the stent delivery system. The device never entered the patient's body. No patient complications were reported.